Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The patient presented at the time of the index procedure due to acute coronary syndrome. Cardiac catheterization revealed a 90% stenosed and 16mm long lesion located in the first diagonal coronary artery with a reference vessel diameter of 2.75mm. This was treated with predilation and deployment of a 2.75x20mm taxus element stent at 15atm resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. Two days following discharge from the index procedure, the patient was admitted to the hospital. Cardiac enzymes were found to be elevated (peak troponin= 999 ng/ml, uln= 0.05 ng/ml) consistent with a myocardial infarction. Cardiac catheterization revealed total thrombosis in the left anterior descending coronary artery in the area around the previously placed stent. No treatment was provided due to the old nature of the necrosis which appeared to be older than 15 hours. It was noted that the patient was non-compliant with his medication. At this time, a lesion in the left circumflex was treated with angioplasty and a 2.5x15mm non-bsc drug eluting stent. The patient's post-operative course was normal and he was discharged the same day. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is related to the taxus element stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).